Event description:
Per cnf, it was reported that: the scrub nurse opened the starter 0.035? Guidewire and noticed that the guidewire was frayed. They kept it aside and opened another unit of the same upn and that was ok and continued with the procedure.

Manufacturer narrative:
Analysis of device provided, device problem code updated following device analysis, method, results and conclusion code added.

Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
(B)(6), it was reported that: the scrub nurse opened the starter 0.035? Guidewire and noticed that the guidewire was frayed. They kept it aside and opened another unit of the same upn and that was ok and continued with the procedure.